Event description:
Related MFR report number: 2017865-2023-37401 it was reported that a patient presented to clinic for follow-up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead and loss of capture on the left ventricular (lv) lead. The physician elected to explant and replace the rv and lv leads. The patient condition was stable.